Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer alleged blood glucose test result of 5 mg/dl on the compact plus system. The device should report numeric results in the range of 10-600 mg/dl, with results less than 10 mg/dl being reported as "lo". No adverse event reported. A request was made for the return of the system and replacement product was sent.

Event description:
The account alleges that the head section is drifting.